Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 ipg, implanted (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient's right atrial (ra) lead impedance was low. Sensing on the ra lead was also noted to be low. The lead was capped and replaced. No patient complications have been reported as a result of this event.